Event description:
"Caller alleged discrepant results compared with the lab. Results as follows". Bruising observed when pt went to doctor. Pt was called later and doctor requested he go to the ed; (findings: bursa gland swollen). Physician advised pt to stop coumadin for 2 nights. Therapeutic range: 2-3 (no issues before in obtaining results within range). On coumadin for years and last dose antibiotics approx 1 week ago (last dose was (B)(6) 2010). Pt reported on (B)(6) 2010 that he has been on antibiotics, last dose was last night.

Manufacturer narrative:
Investigation pending.